Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures error and the motor arm cannot communicate with the main arm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed hardware low level failures. The insulin pump was interrupted by hardware low level failures. Customer blood glucose at the time of incident was 300 mg/dl. The insulin pump did not request rewinding. Troubleshoot declined for high blood glucose reading. Insulin pump will be returning for analysis.